Manufacturer narrative:
This is in response to mw5083116. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to a regulatory agency that they were "diagnosed bia-alcl". This record is for the right side. Device has been explanted.

Event description:
Patient representative reported patient was "diagnosed bia-alcl". Patient representative reported seroma in the right breast, "results confirmed bia-alcl," "mental and physical pain and suffering,¿ ¿loss of enjoyment of life¿ and ¿emotional distress, mental anguish. Patient representative also reported patient experienced ¿disability¿ and ¿suffered physical injuries;" these events are not related to the device. Pathological markers not provided.

Manufacturer narrative:
The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of alcl diagnosis: (B)(6) 2017.